Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease sharp opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening. Additional, changed, and/or corrected data. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Manufacturer of the device is unknown. Device has been explanted.